Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. This is the 1st related complaint for missing on lot # 8065952. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd¿ insulin pen needle had no protection seal at the non patient side. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin pen needle had no protection seal at the non patient side. No serious injury or medical intervention was reported.